Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6) the patient reported obtaining blood glucose readings of 216, 323 and 252mg/dl on the subject meter, obtained within 20 minutes of each other. The patient also reported obtaining blood glucose readings of 215 and 102mg/dl on the subject meter, obtained within 20 minutes of each other. The patient did not specify on which date they obtained the reported readings. Based on statistical methodology, these results exceed lifescan¿s criteria for precision. The patient manages their diabetes with insulin. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported that on (B)(6) they ¿passed out and split their face¿. The patient reported self-treating this injury with hydrogen peroxide and by applying a bandage to their face. The patient denied testing on any other device at this time. At the time of troubleshooting the cca determined that the patient does not always clean their finger prior to testing. Training was provided to the patient and replacement products were sent. This complaint is being reported because the patient suffered a serious injury associated with hypoglycemia after the alleged issue began.